Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the issue. The fse first powered the unit 'on' and confirmed that all power on self tests successfully passed. Then, the fse connected a known iab, known system trainer, and initiated autofill. The device completed autofill and continued pumping on ECG trigger at 80bpm for approximately 30 minutes without any alarms or abnormal function occurring. The fse then connected the fiber optic module and confirmed that the unit continued to trigger with the module connected. The fse reviewed the logs and detected multiple autofill failure faults with index code 7 0. After that, the fse conducted further troubleshooting per service manual and confirmed that the unit was functioning correctly. Then, the fse performed full pm, safety, calibration, and functionality checks, which passed to factory specifications. The unit was then released to the customer and cleared for clinical use.

Event description:
N/a

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) is not triggering on ECG or fiber optic.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.